Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat plaque in the common iliac artery and superficial femoral artery, removal difficulties were encountered with the hawk one lx and spider fx 7mm devices. The hawk one lx device was loaded with the wire line not properly aligned, which was discovered after removal.it was reported that there was a extreme wire wrap. The device was pulled with resistance and removed successfully in tandem without injury or intervention, and no vessel damage occurred. The procedure was aborted. No patient complications have been reported as a result of this event. Additional information 2025-nov-11: there was no vessel damage or harm to the patient. The spider was intact. The physician confirmed as strictly device user error. The hawk device was loaded on the spider wire incorrectly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.